Manufacturer narrative:
Lot# 09c120; visual inspection; device history review; complaint history review; risk assessment. The tip was confirmed fractured. Manufacturing files were reviewed and no anomalies were found. Manufacturing review revealed an instrument approximately 7 years old. The probable root cause is normal wear based on usage and instrument age.

Event description:
It was reported that the draw rod (head) has failed.

Event description:
It was reported that the draw rod (head) has failed.